Event description:
The customer reported that the system failed to boot following a popping sound coming from the area of the collimator.

Manufacturer narrative:
The ge service rep found that the system failed to boot following a popping sound coming from the area of the collimator. Investigation of the system found the work station five volt supply was normal at 5.2 vdc. Hi voltage candle sticks were cleaned and regreesed by clinical engineering for popping noise during fluoro. Reloaded release 29 code. System would not reload communications nodes. Ordered cpu and system interface for replacement. Replaced system interface and cpu. System initialized. Reloaded nodes and calibration files. System presented with a torn image on monitor during fluoro while technique would not auto track. Further investigation found the video cable in the interconnect path to have lost connectivity. Reversal of the video, and pilot tone signal cables were used for testing to return proper imaging and tracking during fluoro. System operating within the MFR specification. Interconnect cable to be replaced.